Manufacturer narrative:
Calibration, qc and alarm trace were requested but not provided. The root cause was due to a buildup on the measuring cell 2 sipper probe. The service actions (cleaning the sipper probe and replacing the pinch tubing) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The ft4 IV reagent lot number and expiration date were not provided. The field service engineer (fse) found a buildup on the measuring cell 2 sipper probe. He cleaned the sipper probe and replaced the pinch tubing. The fse did a performance check and the analyzer was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys ft4 g4 (ft4 IV) assay on a cobas e801 immunoassay analyzer. Initial result: 5.92 ng/dl (tested on measuring cell 2). This result was auto-verified and reported outside the laboratory. Reran result: 1.60 ng/dl (tested on measuring cell 1). The customer got an alarm from the qc moving average values for measuring cell 2 on their laboratory information system (lis). The qc moving averages were out of range during patient testing. The customer then stopped running the samples and re-ran the qc. The qc for all assays failed for measuring cell 2. The samples were then repeated on measuring cell 1.